Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the battery compartment was damaged. The customer also stated that he had to turn his cap tightly in order to get a connection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent blank display as a result of a corroded battery tube.